Event description:
The physician was attempting to advance an endeavor sprint rx (2.5 x 14mm) drug eluting stent to a severely calcified lesion at mid lad. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; on removal of the stent it was noted that the stent was deformed. The procedure was completed by another endeavor sprint rx (2.5 x 14mm) drug eluting stent. No clinical sequelae were reported. Evaluation summary: the stent had moved distally and was partially covering the distal marker band. The first distal segment was raised and deformed. Crimp impressions were evident on the exposed proximal balloon section.

Manufacturer narrative:
Results: failure to deliver stent and stent deformation, vessel morphology, severe calcification. Conclusions: vessel morphology. (B)(4).